Manufacturer narrative:
The reported complaint of a possible leak on a quattro catheter was not confirmed during visual inspection and functional testing. The catheter performed as intended. The possible cause of the saline bag emptying was undetermined. Please note that both the quattro catheter (lot #92985 and suk (lot #091679) were returned to zoll circulation for investigation. Visual examination of the returned catheter was performed. No physical damage was found on the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residues on the balloons. Returned suk also had no physical damage. Functional pressure leak test was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. All lumens flushed as intended. The returned quattro catheter was connected to the returned suk and ran on the peristaltic pump for ten minutes, no leak was observed. The returned quattro catheter was also connected to the returned suk and ran with the thermogard system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on both catheter and suk. The catheter and suk performed as intended.

Manufacturer narrative:
Zoll has received the quattro catheter however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, customer reported that the 500ml bag of normal saline only had about 100ml of fluid in it. The staff inspected the normal saline bag, tubing, orange luer connections, and thermogard ivtm system but observe no fluid leaks or blood noted in the tubes. According to the nurse, the patient had a right femoral quattro catheter (lot #unknown) placed 3 days prior, and that the thermogard system and start-up kit (suk) have been running perfectly. The staff had decided to continue ivtm therapy using the same console with a new quattro catheter and suk. No patient consequence was reported.